Event description:
It was reported that patient presented device data via merlin.net with stored episodes of non sustained lead noise. Incorrect diagnosis of non-sustained lead noise due to sensing latency between near-field and far-field channel was observed. Reprogramming was recommended. The patient will be monitored remotely.